Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced interference resulting in a lead integrity alert (lia) on the right ventricular (rv) lead during a surgery for to high rate non-sustained episodes and high sensing integrity counter (sic). It was noted that all episodes showed ventricular noise oversensing during surgery. The crt-d remains in use. No patient complications have been reported as a result of this event.